Manufacturer narrative:
Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The distributor contacted heartsine to report that their customer's device required multiple attempts to power on. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon return the device could not be powered on. The fault was attributed to corrosion on the on/off button dome contact pads on the membrane pcba. This had resulted in the on/off button contact pads making an intermittent connection between it and the on/off button dome, resulting in the intermittency of the device powering on or off. The corrosion observed on the screws, membrane tail and on/off button dome contact pads would indicate the device had been stored outside of the indicated conditions. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The distributor contacted heartsine to report that their customer's device required multiple attempts to power on. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.